Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that during a follow-up, externalized conductors were observed via x-ray. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 9.0-11.5cm from the distal tip electrode. Internal insulation abrasion was noted at 7.0-7.8cm from the distal tip electrode. The etfe coating was intact at these locations.